Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer had a fluid leak of unknown origin. Customer reported that the instrument displayed a high vacuum out-of-range error. Customer reported that when system test was attempted, a bath overflow error resulted. Customer reported that fluid was seen leaking from somewhere inside the instrument. Customer reported that the leak was not contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vacuum trap was full. The fse flushed the low vacuum system to correct the issue.

Manufacturer narrative:
Evaluation codes - results code - (other): vacuum trap. (B)(4).